Event description:
On (B)(6) 2012, customer reported that the baths of the act series analyzer were overflowing and the probe was dripping. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and stated that there were no signs of leaks or bath overflow. Fse believed that the customer cleaned the instrument and resolved the issue before his service visit. On his visit fse did note that the liquid barrier was plugged and he replaced the liquid barrier. No further issues have been reported.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).